Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room due to experiencing shortness of breath, dizziness, and had become bradycardic. Upon review, it was revealed that the pacemaker was unable to be interrogated after several failed attempts with the programmer and wirelessly. Also, the pacemaker did not provide a paced response to the magnet. Pacemaker failure was suspected. The patient was admitted to the hospital for observation. The pacemaker was explanted and replaced on (B)(6) 2019. There were no consequences to the patient.

Manufacturer narrative:
The reported events non-functioning device, inability to interrogate, and no magnet response were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The reported field event of no pacing and unable to interrogate was confirmed in the laboratory. Visual examination revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Impedance measurements performed on the feed-through pins indicated low impedance between the pins. Further analysis revealed the body fluids entered the delaminated area which caused shorting between the feed-through pins, resulting in the reported issues. A manufacturing anomaly may have occurred that resulted in the header anomaly.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: reportable awareness date reported in initial report, manufacturer report number: 2017865-2020-00343, should have been reported as (B)(6) 2019 instead of (B)(6) 2019.

Manufacturer narrative:
The reported events non-functioning device, inability to interrogate, and no magnet response were confirmed. Analysis found the battery was depleted. Additional testing found feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion. Visual inspection of the header attachment area also revealed header delamination occurring between the header and case. A manufacturing anomaly may have occurred that resulted in the header damage.